Event description:
The pocc alleges this lot of strips is bad. A study was performed using patient's blood samples on both the inform meter and from the lab. The following are results obtained during the study: inform = 273 mg/dl and lab = 26 mg/dl, inform = 376 mg/dl and lab = 46 mg/dl, inform = 329 mg/dl and lab = 90 mg/dl. The pocc states patients were not treated based on these values. Both controls were run and were in range. No report of an adverse event.